Event description:
Same case as MDR: 2134265-2013-00822 and 2134265-2013-00897. It was reported that during a percutaneous coronary intervention the pullback intermittently stopped. The target lesion was located in an unspecified vessel. The motor drive intermittently stopped pulling back. No patient complications were reported and the patient condition is stable.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).